Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing for the screw and head. The root cause of the reported event is related to off label use, as the surgeon used implants as spacer devices. It was also noted the shell was 'roughed up to create cement holes and grooves using a high speed burr' likely indicating the cup was not meant to be cemented. As the cup used is unknown, the surgeon has used the g7 cup multiple times for this patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item 01.00101.914 lot 3187514 wagner sl revision stem 135 nk angle 14mm x 190mm. Item 11-107023 lot 66961702 freedom constr. Liner +5 sz 24. Item bh-110 lot 01243013 avitus bone harvester - 8 mm. H6: proposed component co.de : mechanical (g04) - head. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left total hip arthroplasty. Subsequently, patient underwent a third left hip revision due to aseptic loosening approximately 8 (eight) months later. During the revision, the cup was found to be grossly loose and removed without difficulty, femoral stem was also noted to be loose. All implants were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.